Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during the intraocular lens implantation a foreign material was found on the lens seal. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. A brown in appearance spec of what appears to be a cardboard material was found on a secondary label set. The material is a few mm wide. We are unable to determine the root cause for the reported complaint "foreign material was found on lens seal". A spec of what appears to be a piece of cardboard found on the labelling set. The device and p&l components are packed in the carton that is made from paper/cardboard based material. There is a possibility that the material has shredded off the carton and remained loose in the carton. Product carton was not returned for analysis. The device is shipped sealed in a blister tray, cardboard specs does not affect the quality of the sterile product. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).